Event description:
A pump alarm 20 was reported during insulin pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reverted to an alternate method of insulin therapy.